Event description:
Broke apart inside of me, three days later another piece came out that we missed- vagina [foreign body in reproductive tract]. Broke apart- tampon [device breakage]. Upon removing it, broke apart inside me [complication of device removal]. Case narrative: consumer reported via e-mail that one of the tampons broke apart inside of her. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Broke apart inside of me- vagina [foreign body in reproductive tract]. Broke apart- tampon [device breakage]. Upon removing it, broke apart inside me [complication of device removal] . Case narrative: consumer reported via e-mail that one of the tampons broke apart inside of her. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Broke apart inside of me, three days later another piece came out that we missed- vagina [foreign body in reproductive tract] broke apart- tampon [device breakage] upon removing it, broke apart inside me [complication of device removal] case narrative: consumer reported via e-mail that one of the tampons broke apart inside of her. No serious injury reported.